Manufacturer narrative:
Results - received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and confirmed the sample was broken with jagged edges. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. Conclusions code - the engineer concluded that the catheter exhibited damaged jagged edges at the area of the break. This is conclusive evidence that the break was caused by stress (misuse/mishandling) to the catheter. The user is advised, the catheters are fragile and must be handled with care. (B)(4).

Event description:
The catheter broke at the molded junction.